Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to test the opening pressure, we use a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the shunt assistant is not permeabile, a computer controlled test was not possible. The progav 2.0 valve operates within the accepted tolerance. Results: finally, we have dismantled the valves. Inside the valve we have found a slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. The progav 2.0 valve operates within the specified tolerances. In addition, we noticed that the shunt assistant has a blockage. However, it is possible that the deposits observed inside the valves could have caused the malfunction is the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm: unknown. Batch #: unknown. Expiration date: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "9m po underdrain of the valve. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted.